Event description:
It was reported that during an unknown procedure, a portion of the catheter detached. The target lesion details are unknown. The imager ii angiographic catheter was used in the procedure. During removal of the device, an unspecified portion of the catheter detached. Additional information has been requested and is not available.

Manufacturer narrative:
Event date: (B)(6) 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).